Event description:
New information received notes that the patient was in stable condition after pacemaker generator changeout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the pacemaker had reached elective replacement indicator and was in backup vvi mode. The physician explanted and replaced the pacemaker.

Manufacturer narrative:
As received, device was in backup mode with battery at end of service voltage level. Analysis of device image indicated that backup was triggered due to code corruption, and this is consistent with combo ic anomaly. Actions have been taken to prevent reoccurrence. Analysis performed after installed new battery and reloading product code, did not find any anomalies with the device. Longevity assessment was performed based on average current drain, device¿s implanted duration exceeded 75% of projected longevity and is considered normal battery depletion.